Event description:
On 11/14/2022, it was reported by a sales representative via sems that a ar-13999mf fastpass scorpions pin inside the spring broke. This occurred during a case when the pin broke, the spring and pin were retrieved. The instrument was switched out, and the case was completed successfully. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.